Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the evaluation for the motor flex tail was found to have short contact pins. The input/output printed circuit board pins were contacting the non-metallic stiffener, causing intermittent contact. Visual but incidental observations other than internal to the motor are: an impression on the motor tape from the lower bearing housing. The evidence suggests cause to be the motor flex but root cause was not identified. Several contributing factors to the condition were identified. The internal motor inspection was invasive, so the motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4) the device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.